Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he tried to insert a sensor and it broke. The customer stated that when he tried to remove the sensor from the serter, the needle hub did not release. Customer reported that the copper wire was pulled out of the sensor. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.